Event description:
It was reported to philips that the buttons on the display are "defective". There was no information provided as to what made the buttons defective. There was no reported patient involvement.